Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ak61. Additional information was requested and the following was obtained: the sales representative provided an overview of the event. There are four surgeons in the group and they operate in pairs. The lead surgeon fires the device. The procedure was a low anterior resection. Anastomosis was end-to-end. The stapler fired but there was no audible or tactile feedback. They did get donuts, but oversewed the anastomosis. Questions from the team and responses provided by the sales rep: did they check the tissue donuts and also check the washers for complete transection? Yes. How did they identify the need to oversew? They can visually see, but they also use a proctoscope to inspect the anastomosis. In this case where they oversewed, they had some good staples and some malformed. Did they oversew all 360 degrees of the anastomosis? The lead surgeon works with the surgeon on the field to determine which areas are leaking and need oversewing; in some cases there is a visible gap. In this lar case, they could see a hole. Where in the green range was the device fired? The surgeon feels for tension when closing, waits 15 seconds, then adjusts another approximately quarter turn. In the lar case, they were in the bottom half of the green range. The surgeon squeezed hard on the firing trigger and never heard the washer break. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, the surgeon states that when he fired a cdh29a, he got no audible or tactile ¿crunch¿. The washer was still intact in the anvil and had not been broken through by the knife blade. Staples appeared malformed. Surgery was delay 60 minutes. There were no patient consequences reported.